Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. We should implement these changes in regulatory reports are submitting, starting today the company is seeking this information through the event investigation. This is 2 of 2 reports (3007042319-2015-00841 and 842) submitted for devices related to the same patient. The device remain implanted.

Manufacturer narrative:
The controller and drive line connector were inspected finding heavy contamination on the pins and the connector block. The green and black wires appeared cloudy. During servicing of the controller, manipulation of the driveline connector cause a vad stopped alarm to be triggered. An attempt was made to start the pump with a new controller but the electrical fault was triggered and the pump did not start. As a result, two rounds of driveline cleanings were performed to free the pins from debris and to reconnect to the new controller. Each round lasted about 90 seconds. The patient tolerated both rounds very well but reported slight dizziness towards the end of the second round. Based on the results of the internal investigation and per management directive, no additional investigation of this event is required at this time. The manufacturer also identified the issue to be a design deficiency therefore no device history record is required for this event. The most likely cause of the electrical fault alarms are related to contamination of the driveline connector in that the driveline cap and driveline connection allow external contaminates to enter the driveline connector pins which may lead to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is 1 of 2 reports (3007042319-2015-00841 and 842) submitted for devices related to the same patient.

Event description:
It was reported that the patient had electrical faults (e-faults) displayed on the controller. The facility took the patient off of the drive line extension cable and on a controller. It was recommended by the clinical engineer that a drive line cleaning be done (it was not). The next day the pt was discharged, and the following day the patient came in for e-faults. This MFR report is 2 of 2 related to the same event.